Event description:
We have had 3 cases in the last week in which we have identified a defect in the pleur-evac, no lot numbers or defective product a vailable. The is a defect at the junction of the rubber tubing to the corrugated tubing (red to blue connection). We have had to change out these 3 vacs for these patients within 24 hours post op. We have also completed FDA form 3500.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
Qn# (B)(4). The device history record of batch number 74m2101787 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. One unit of catalog number a-7000-08lf was received for analysis. The ats connector red & blue were received detached. The o-ring was visually inspected , and no damages were observed. The patient tubing with the ats connectors were connected to a source of air and was immerse under water. No bubbling's were observed that can confirmed a leak on ats connector. In summary, no corrective action can be established since no problem found on sample. Customer complaint cannot be confirmed since no problem found on sample.

Event description:
We have had 3 cases in the last week in which we have identified a defect in the pleur-evac, no lot numbers or defective product a vailable. The is a defect at the junction of the rubber tubing to the corrugated tubing (red to blue connection). We have had to change out these 3 vacs for these patients within 24 hours post op. We have also completed FDA form 3500.